Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed event was confirmed via the submitted log file data. Additionally, intermittent elevations in pump power/estimated pump flow associated with pulsatility index events were also confirmed via the submitted log file data. The submitted log file contained data spanning from 12jan2021 at 22:05:36 to 04mar2021 at 08:00:33, per the timestamp. A low speed event was captured on (B)(6) 2021, spanning from 01:09:54 to 01:10:03, while the system was supported with the mobile power unit. Following this event, the pump speed ramped back up to the fixed speed without issue and remained above the low speed limit for the remainder of the log file. No other notable alarms were captured. Intermittent elevations in pump power/estimated pump flow associated with pulsatility index events were captured on 05feb2021, 25feb2021, and 02mar2021. Specific causes for the changes in pump parameters cannot be conclusively determined. The account communicated that the patient was doing fine from a clinical perspective and thrombus/driveline damage was not suspected by the account. A root cause for the low speed operation was not identified by the account. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii left ventricular assist system instructions for use (rev. C) addresses pump speed, power, flow, and pulsatility index in section 1. This section explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 4 states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 covers all visual/audio alarms and what action(s) should be performed when they occur. The heartmate ii left ventricular assist system patient handbook (rev. C) also outlines all visual/audio alarms and what action(s) should be performed when they occur. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 18nov2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a low speed advisory. The log file captured a speed drop on (B)(6) 2021. The patient is stable. There are no signs of clotting and the driveline is fine. The cause of the speed drop was unable to be identified.